Event description:
The patient reported that about 4 to 5 v-go devices have come off patient skin after about 18 hours of wearing it. The patient confirmed that she is preparing the application site with an alcohol prep prior to applying the v-go device. Patient is applying the v-go device to her abdomen. The patient said that she will apply the v-go while in a sitting position and that she also applies it while she is in a standing position.